Manufacturer narrative:
The investigation into the low pump flow issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found no issues or damages on the pump. No biomaterial was found in pump housing & cannula. Clot was likely flushed or removed before complaint pump was returned. The failure mode could not be reproduced. Based on clinical description, data review & product analysis, the root cause of low flow was most likely due to biomaterial ingestion.

Event description:
The user facility reported a 70 -year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. As soon as the impella cp started there was a quick notice of flows diminishing, suction alarm, and flat motor current. The impella was replaced due to suspected clot ingestion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.